Manufacturer narrative:
Device evaluation : visual analysis of the returned device identified part of the shell is missing. The device was underweight. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is a striated broken edge on the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.